Manufacturer narrative:
Additional information from the customer stated that the biomed tested the thermogard xp ivtm system (sn (B)(4)) and found no issues. The console was placed back into service and will not be returned for investigation. Therefore, a physical investigation will not be performed by zoll. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During set up, the thermogard console (sn (B)(4)) displayed tcmid: 05 (coolant diff failure) on the display panel screen. User was not able to clear the error message. No patient involvement.